Manufacturer narrative:
On 5/19/2017 integra investigation completed. Manufacture date unknown. Method: failure analysis. Device history evaluation results: failure analysis: - the instrument wasn't returned because the medical center must hold onto it for 1 year. This investigation will be completed on the pictures that were supplied to us. Reviewed the pictures and we can confirm that there is damage to the instrument, there appears to be corrosion and breakage in the leep coating that should be completely coated. This happens when there is a breakage in the coating and with continued use and cleaning it causes corrosion under the coating causing it to lift and break. There isn't any identification markings in the pictures supplied to us, without this information we cannot confirm that this is our instrument. This instrument has been discontinued that last known activity was 2011. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none. Conclusion: this investigation was completed with pictures that were supplied by the medical center. We can see there is damage to the leep coating on the instrument. The complaint report has been confirmed; the root cause of damage has not been identified as a workmanship or material deficiency.

Event description:
Customer initially reports the device was used for a leep procedure on patient with severe cervical dysplasia. Afterwards doctor found 2 superficial burns in vagina at 9 & 3 o'clock. Doctor noted no follow-up necessary. The nurse re-examined the device (product 31-201) afterwards and found the 2 areas where the insulation material had flaked off.